Manufacturer narrative:
H3: product analysis. As found condition: the rist 079 catheter was returned for analysis within a shipping box, a tyvek bio-pouch, and a plastic bio-pouch. The rist 079 catheter was returned separated into three segments; however, the distal segment was inadvertently lost during decontamination. Damage location details: no damages were found with the rist 079 catheter hub. The rist 079 catheter body was found separated at 74.5cm from the proximal end of the hub. The separated catheter was retained by the inner wire. The separated ends of the catheter proximal/middle segment exhibited plastic deformation (jagged edges), indicating the catheter likely separated due to tensile failure. The catheter middle segment was found flattened from 9.0cm to 5.5cm from its distal end. The catheter middle segment distal end appears to have been cut. It was reported that the catheter was cut during use. Conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ report could not be confirmed. Possible causes of ¿difficulty navigation¿ include incompatible devices, patient vessel tortuosity, damage to guidewire, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. However, the cause of the difficult navigation could not be determined. Regarding the customer¿s ¿catheter separation/break¿ report, the issue was confirmed. Possible causes of ¿catheter separation/break¿ include advancing/retrieving the device against resistance, vasospasm, patient vessel tortuosity, entrapment in vessel, or use of excessive force, thus exceeding the tensile strength of tubing material. It is likely the difficult navigation contributed to the catheter separation. However, the cause of the catheter separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the rist catheter, the patient, who had a medical history of atrial fibrillation, diabetes, atherosclerosis, and a brain aneurysm, presented with a radial loop in the radial vessel. The physician attempted to navigate the catheter through a smaller branch vessel to avoid the radial loop, but the catheter became stuck. During advancement near the elbow region, resistance was encountered while attempting to remove the catheter, which subsequently broke outside the skin. The physician cut the broken catheter externally, inserted a wire through the lumen to maintain access, and successfully removed the distal portion of the catheter. A sheath was then placed, but mapping catheter access was unsuccessful, leading to the decision to proceed via the brachial approach. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported per the physician the patient passed on (B)(6) 2025 and the death was unrelated to the rist catheter and the cause was not given. The patient passed away at a medical facility. The catheter wasn't kinked before or during usage. It broke outside the patient when trying to remove it because she couldn't advance it past the elbow area. She attempted to remove it and it broke outside of the patient but was able to retrieve all the remaining that was inside the artery. Cause of the resistance is unknown.